Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system stuck at 00:00. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer said morning when they turned on the system there was an emergency button active warning. Rse released onsite support. The philips field service engineer (fse) checked the system logfile onsite and found the main pc was not communicating with the flex vision pc, it could be a bad power supply or bad power distribution unit. The fse again reviewed the logfile but was unable to confirm the malfunction. The fse checked power distribution units and power supplies in cabinets and found them to be in good working condition. To resolve the issue as a precautionary measure fse swapped out the geometry table side module with a new spare one that was store in the hospital. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.